Event description:
Information was received indicating that both pumps were alarming no disposable, clamp tubing with a smiths medical, cadd medication cassette. It was reported the end user switched to a backup pump however this pump also alarmed with the cassette. The complaint form indicates there was not injury. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6).